Manufacturer narrative:
Continuation of d10: product ID a810, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that they tried reading the logs but none came up. They also tried to reprogram the pump and it would not let them. The healthcare provider (hcp) was sending the patient for a pump replacement. The cause of the event was not determined. The patient withdrawals had resolved. The information provided was confirmed with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a date had not been set for the replacement surgery. The hcp had to refer the patient to a surgeon and then get on that doctor's schedule. The rep stated that they though it would be 2-4 weeks from now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the r ep stated that he read the patient's pump and a reset, pump memory error (pme) had occurred. The rep reported alert 114 and the pump was in minimum rate mode. The rep stated that the patient reported withdrawal. The rep stated that there was 15ml in the reservoir. The rep also states that the logs were empty and sent in a screenshot. Technical service reviewed a reset can be potentially caused by electromagnetic interference (emi). Technical service reviewed that they could try and program the pump and perhaps the pump would not reset again. Additional information received from a rep indicated that he attempted to re-enter pump settings and do a pump update and when he attempted to do this he encountered a message stating, "update cannot start, pending data invalid." The rep reported the following service codes: 87, 101, 114. The rep then attempted pump update with multiple different tablets and got the same message with both. The rep stated that the issues with this pump started about 4 days ago. The agent reviewed that they may need to consider pump replacement and send this pump back for analysis.